Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 01/12/2016 with the following results. Battery compartment is cracked at the threads to the left of the bumper, at the threads above the bumper & below the bumper traveling toward the case seal. The audio bolus button cover is damaged/punctured but the button is responsive during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.